Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was still in the shipping box.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported backup operation.